Manufacturer narrative:
Additional information: d6b, h1.

Event description:
New information received noted that the lead was explanted and replaced. The patient was in stable condition post-procedure.

Event description:
New information received noted that the lead also exhibited high capture threshold.

Manufacturer narrative:
The reported events of high pacing threshold and high pacing impedance were confirmed. As received, a distal portion of the lead was returned in one piece. Visual inspection found calcification covering the ring electrode which is assumed to be the cause of the reported events. Lead damages were consistent with procedural damage.

Event description:
It was reported that the patient presented for remote follow up via (B)(6) with high pacing impedance exhibited by the right ventricular lead. No interventions were reported. The patient was in stable condition.